Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery. Previously administered products included for an unreported indication: metformin. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), polycystic ovaries ("hormonal changes describe: pcos (polycystic ovary syndrome)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("abdominal pain lower") and uterine disorder ("complications from your essure removal procedure-multiple lesions in my uterus"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, polycystic ovaries, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, weight increased, abdominal pain lower and uterine disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, polycystic ovaries, uterine disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 trailing coils were visible. Identical procedure was then performed on the opposite side and 2 trailing coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. (B)(6) 2007: urine pregnancy test- negative. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events polycystic ovary syndrome, vaginal, menorrhagia, dyspareunia, fallopian tube perforation, fatigue; weight gain; hair loss, uterine lesion was added. Lab data updated. Concomitant , historical drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") in an adult female patient who had essure (batch no. 403816-inv, 403506-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and postpartum hemorrhage. (B)(6)2007: urine pregnancy test- negative. Previously administered products included for an unreported indication: metformin. Concurrent conditions included overweight. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), polycystic ovaries ("hormonal changes describe: pcos (polycystic ovary syndrome)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("abdominal pain lower") and uterine disorder ("complications from your essure removal procedure-multiple lesions in my uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, polycystic ovaries, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, weight increased, abdominal pain lower and uterine disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, polycystic ovaries, uterine disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 trailing coils were visible. Identical procedure was then performed on the opposite side and 2 trailing coils were visible. Discrepancy noted in date of insertion- (B)(6)2007, (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Lot numbers reported 403816, 403506 are invalid. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is not valid) product technical compliant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") in an adult female patient who had essure (batch no. 403816, 403506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and postpartum hemorrhage. * (B)(6) 2007: urine pregnancy test- negative. Previously administered products included for an unreported indication: metformin. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), polycystic ovaries ("hormonal changes describe: pcos (polycystic ovary syndrome)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("abdominal pain lower") and uterine disorder ("complications from your essure removal procedure-multiple lesions in my uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, polycystic ovaries, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, weight increased, abdominal pain lower and uterine disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, polycystic ovaries, uterine disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 trailing coils were visible. Identical procedure was then performed on the opposite side and 2 trailing coils were visible. Discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received- lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.